Event description:
Medtronic employee reported for the surgeon: product inserted as post procedure dressing for pt. Undergoing frontal sinus ethmoidectomy. Saw pt at 2 weeks post-op and encouraged more saline douching. Saw pt 6-7 weeks post-op, complaining of nasal obstruction & discomfort. Endoscopy showed adhesions at site of dressing. Took pt back to surgery, found widespread adhesions occluding middle meatus and maxillary antrostomy, so re-opened them and left silicone splints for a week. Pt developed septal hematoma a few days after revision surgery, requiring a 3rd procedure to drain the hematoma. Endoscopy now shows good healing of the sinus with no further adhesions. Surgeon thinks the pt will get a good result.

Manufacturer narrative:
The product breaks down and is flushed naturally from the sinus typically within 2 weeks; therefore, no product sample returned for evaluation. Further conversations with the doctor to take place. While adhesions in the nasal/sinus cavities may not be considered or become life-threatening, they would at least partially impair the airway unless removed; therefore, we have conservatively classified this MDR as 'serious injury' rather than 'malfunction'. Device from same lot being evaluated for function. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.